Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "customer reports - "ventilator on sr17 screen turned white as if it was re-starting while connected to patient. While the screen turned white and red alarm light went on, the lower left lung sign remained green as if still ventilating the patient. Patient disconnected from ventilator and water bag used to manually ventilate patient. Different ventilator set up and swapped with faulty one. Faulty ventilator reported and all equipment left as it was. Nic informed. Medical informed." No clinical signs, symptoms or conditions and no health consequences or impact, were reported. Additional device was required. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: hamilton medical received a report that a hamilton-c6 ventilator displayed a ¿panel connection lost¿ alarm. This alarm indicates that communication between the interaction panel and the ventilator unit is interrupted. The incident occurred while the ventilator was in use, but the customer confirmed that ventilation continued, as indicated by the green status light on the ventilator unit. The hospital decided to bag the patient and switch to another ventilator. No death or serious deterioration has been reported. Hamilton medical received log files for analysis. The review showed the occurrence of the ¿panel connection lost¿ alarm. No additional information was provided by the hospital, and no parts were available for inspection. Further investigation was attempted but could not be completed due to insufficient data. Based on the available information, no root cause can be identified. The complaint is considered closed, and hamilton medical will continue monitoring similar events.